Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reports rupture diagnosed with ultrasound and MRI. The device remains implanted. This relates to the left side.